Event description:
It was reported to the manufacturer, by facility; (B)(6) via their sales rep; per sales rep it was discover that a resident fell (B)(6), was found between the assist device/rail and the mattress. [As describe this would be a zone 3 entrapment]. It was stated that someone on staff placed a 35" wide air mattress on a 42" wide frame. Air mattress used was not manufactured by joerns, bed and assist device was manufactured by joerns. No adverse consequences resident was discovered in time. Joerns has educated facility per the sales rep on (B)(6) safety guidelines, the importance of using a complete bed system, in addition doing a patient individual care plan review, all are important when assessing the risk related to entrapment. Per facility they know what they have to do.